Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in to request a replacement pump due to her previous complaint of motor error alarms. The customer was informed that her model pump was no longer available. The customer because very angry and hung up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 449 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.